Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) stopped compressions and displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message" was confirmed during the archive data review and functional testing. The root cause of the reported complaint was the defective brake assembly of the drivetrain motor, likely attributed to normal wear and tear. The autopulse platform is a reusable device and was manufactured in june 2015, has exceeding its expected service life of 5 years. Upon visual inspection, it was noted that the load plate cover was defected with a hole, affecting the watertight seal. The observed damage is unrelated to the reported complaint, and this type of physical damage is characteristics of user mishandling. The load plate cover was replaced to address the issue. A review of the archive data showed the autopulse platform stopped compressions multiple times due to the user advisory (ua)17 (max motor on time exceeded during active operation) error message around the customer's reported event date; thus, confirming the reported complaint. The user advisory 17 error code will be triggered when the autopulse did not reach target depth within the specification. In this case, the drivetrain motor was on for more than 265ms during compression without a low battery warning. This was caused by the defective brake assembly of the drivetrain motor. The autopulse platform failed the initial functional testing due to the ua17 error message displayed upon powering up the device; thus, confirming the reported complaint. In addition, the autopulse platform displayed the ua17 error message multiple times during the run-in test using large resuscitation test fixture (lrtf). The autopulse platform did not reach target depth within specification, caused by the defective brake assembly of the drivetrain motor. The defective drivetrain motor was replaced to remedy the fault. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, unrelated to the reported complaint. The root cause was due to the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to normal wear and tear. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) stopped compressions and displayed user advisory (ua) 17 (max motor on time exceeded during active operation) error message. No patient involvement.